Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. Procedure summary: the subject was enrolled into the reprise iii study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject was not on any prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject also received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. The subject was discharged on warfarin. Post procedure summary: in (B)(6) 2020, 1080 days post index procedure, during the protocol scheduled 36-month follow-up visit, transthoracic echocardiogram (tte) revealed aortic valve area of 1.6 cm^2, mean aortic pressure gradient of 10 mmhg and left ventricular ejection fraction of 55%. Moderate aortic regurgitation was noted. Continued monitoring of the patient was done. No patient consequences were reported. The subject is doing well.